Manufacturer narrative:
(B)(4).

Event description:
The customer reports: catheter was leaking at the hub. When inspected, the clinician frond it was kinked. The catheter was removed right away. No patient injury reported.

Event description:
The customer reports: catheter was leaking at the hub. When inspected, the clinician frond it was kinked. The catheter was removed right away. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned an endurance catheter for evaluation. The endurance catheter assembly was not returned. Visual examination revealed a kink in the catheter body just below the distal end of the juncture hub. The catheter body appeared slightly curved in some areas. Microscopic examination confirmed the kink and revealed white marks at the location of the kink, which indicates stress. In addition, adhesive residue was found on the catheter extension line. No other anomalies were observed. The kink was located approximately 1mm from the distal end of the catheter juncture hub. The inner and outer diameter of the catheter were measured and were found to be within specification. Functional testing was performed by connecting the extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter while testing the catheter. The customer did not supply a lot number; therefore, a potential lot number was used to complete a device history record review (DHR). The DHR was completed and did not reveal any manufacturing related issues. The current instructions-for-use (IFU) provided with this kit gives instructions for proper techniques while inserting the catheter. It cautions the user to "avoid kinking or obstructing the catheter system during pressure injection to reduce risk of catheter failure." The IFU also cautions "do not force catheter if resistance is encountered during advancement or raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The reported complaint of a bend in the catheter was confirmed by complaint investigation. The returned catheter body contained a kink just below the distal end of the juncture hub. Microscopic examination confirmed the kink and revealed white marks at the location of the kink, which indicates stress. In addition, adhesive residue was found on the catheter extension line, which indicates signs of use. The catheter passed relevant dimensional testing and no leaks were found during a functional leak test. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.